Event description:
A customer reported that during a follow up visit, a patient noted that he has had rainbow glare pose lasik. The surgeon feels the rainbow glare is caused by chatter from the system that is sometimes heard while creating flaps during lasik procedures. In follow up with the customer, it was noted that the patient feels that the glare is getting better.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).